Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating. Additionally, air in the system was noted, along with fluid loss due to a hole in the reservoir hub. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinders and pump is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for cylinders and pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed functional testing. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole at corner of a fold in the middle of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The fist cylinder did not pass the leak test, however the second cylinder did. The reservoir was microscopically inspected, and leak tested. The microscope test revealed that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported clinical observations of air in system/component, inflation issue, reservoir fluid leak, reservoir hole/perforated could not be confirmed; however, the cylinder not passing the microscopic and leakage tests could affect product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating. Additionally, air in the system was noted, along with fluid loss due to a hole in the reservoir hub. The ipp was explanted and replaced. No patient complications were reported.